Manufacturer narrative:
Exact day of implant not known so entered as first day of month. Improper patient selection and imporper seating of screw into tulip during initial implant led to screw fracture.

Event description:
Fractured screws required revision; fusion achieved, only partial screws removed.